Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with persistent low flow alarms with findings of thrombus in outflow graft , she was taken to or for pump exchange as well as outflow graft replacement. The patient then had open chest and rvad post op, developed vasodilatory shock and organ failure and family decided to withdraw care on (B)(6) 2020 . No further information was provided.

Manufacturer narrative:
Section h3, h4, d10: correction. Section a4: additional information. Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the condition the outflow graft was received in and the lack of CT images; however, suspected inflow cannula thrombus was confirmed based on the submitted photographs. Additionally, a sudden onset of low flow values was confirmed based on the retrieved lvad log files and could be correlated to the inflow cannula thrombus and suspected outflow graft obstruction. Also, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The account communicated that the patient had a sudden onset of low flow alarms. The patient underwent a CT scan which reportedly showed complete occlusion of the outflow graft and thrombus near the inflow cannula. The patient underwent an emergent pump and outflow graft exchange. The submitted photographs depict thrombus within the inflow cannula, occluding approximately 50% of the cannula, as well as a thrombus of unknown origin that had been excised and placed in a cup. The thrombi did not have any laminated layering but did feature some darker areas that were potentially denatured. The patient reportedly developed vasodilatory shock and organ failure post-op. The patient¿s family decided to withdraw care and the patient expired (B)(6) 2020. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. An additional 3¿ distal segment of the pump cable was also returned. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The apical cuff was not returned. Approximately 1¿ of the sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow cannula revealed coagulated blood but no laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection the returned sealed outflow graft revealed that it was compressed along its length. Additionally, there was a small cut through the distal end of the graft. Inspection of the interior of the graft revealed coagulated blood on the proximal end, but no evidence of developed or adhered depositions or thrombus formations. Of note, the sealed outflow graft bend relief had been severed adjacent to the attachment hardware and the distal portion was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some coagulated blood within the volute of the pump cover and the eye of the rotor, but no evidence of laminated or denatured depositions or thrombus formations. The retrieved lvad event log file captured approximately 6 hours of data from (B)(6) 2020. Estimated flow is recorded at or near 0 lpm for the duration of this log file. Of note, the lvad temperature was elevated for the majority of the log file. The log file also captured rot_noise faults associated with elevated rotor noise values up to 108 um. The retrieved lvad periodic log file captured data from (B)(6) 2020 through (B)(6) 2020. This log file captured a sudden onset of low flow values beginning on (B)(6) 2020 at 01:52:10. Additionally, the lvad temperature was also noted to be elevated throughout the periodic log file. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis, multiple organ failures (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ in the heartmate 3 patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the condition the outflow graft was received in and the lack of computed tomography (CT) images; however, suspected inflow cannula thrombus was confirmed based on the submitted photographs. Additionally, a sudden onset of low flow values was confirmed based on the retrieved lvad log files and could be correlated to the inflow cannula thrombus and suspected outflow graft obstruction. Also, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. An additional 3¿ distal segment of the pump cable was also returned. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The apical cuff was not returned. Approximately 1¿ of the sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow cannula revealed coagulated blood but no laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection the returned sealed outflow graft revealed that it was compressed along its length. Additionally, there was a small cut through the distal end of the graft. Inspection of the interior of the graft revealed coagulated blood on the proximal end, but no evidence of developed or adhered depositions or thrombus formations. Of note, the sealed outflow graft bend relief had been severed adjacent to the attachment hardware and the distal portion was not returned. Although the outflow graft was returned compressed along its length, there was no significant buildup of tissue or debris present on the exterior side of the graft. Obstruction of the outflow graft during patient support could not be confirmed based on the returned state of the device. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some coagulated blood within the volute of the pump cover and the eye of the rotor, but no evidence of laminated or denatured depositions or thrombus formations. The retrieved left ventricular assist device (lvad) event log file captured approximately 6 hours of data from (B)(6)2020. Estimated flow is recorded at or near 0 liters per minute (lpm) for the duration of this log file. Of note, the lvad temperature was elevated for the majority of the log file. The log file also captured rot_noise faults associated with elevated rotor noise values. The retrieved lvad periodic log file captured data from (B)(6)2020 through (B)(6)2020. This log file captured a sudden onset of low flow values beginning on (B)(6)2020 at 01:52:10. Additionally, the lvad temperature was also noted to be elevated throughout the periodic log file. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ in the heartmate 3 patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient 8 was implanted at age 60.3 years as destination therapy and presented with symptomatic low flow alarms 1.1 years following implant. Computerized tomography angiography, cta, identified 100% occlusion resulting in cardiogenic shock and necessitating a pump exchange. Pre-intervention hm3 parameters were reported as; speed 5100 rpm, flow n/a, pi n/a and power n/a. Post intervention parameters were reported as: speed 5200 rpm, flow n/a, pi n/a and power n/a. Duration of follow-up was 1.1 years post hm3.